Event description:
A healthcare professional reported vertical gas breakthrough in the right eye of the patient during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was successfully verified, per service and installation record, prior and after the day of treatment, confirming device meets specifications according to service and installation record. A femtosecond laser creates a light-induced optical breakdown in the interface, gases are produced. These gases have to go somewhere, so usually, they dissect along the plane of least resistance, which is parallel to the surface along the collagen lamellae. When the canal is not extended far enough, the gas could not escape properly. The provided treatment report shows in right eye a thin planed flap, possible liquid under the patient interface, a decentered docking and applanation. These factors can lead to a higher variability in flap thickness and therefore contribute to the occurrence of vertical gas breakthrough. The review of logfile for the day of treatment shows all laser system functions were within specifications. Before the reported treatment the same treatment was loaded three time. The first time the treatment was canceled by the user. It is not possible to identify from the logfiles why the treatment was canceled. The treatment was aborted while the suction process for vacuum one was started. The other two identical treatments were aborted during beam control check. The logfile shows a beam control check error message. The two treatments were aborted before the suction process started. The reported treatment could be identified in the logfile. The surgeon lost vacuum one time and vacuum two once during the docking process or before the treatment. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. The root cause could not be identified during logfile review. The system was working within specification. Most recent preventive maintenance from field service engineer was on fourteen august this year. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).